Event description:
It was reported that during deployment of a stent graft at the venous anastomosis in the basilic vein, the stent graft did not completely expand to the vessel wall and then it migrated distally. A second stent graft and a vascular stent were implanted in an overlapping fashion to secure the first stent graft to the vessel wall. Another stent graft was deployed without incident at the intended treatment site. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is inconclusive, as the sample was not returned for eval. No images were provided. Per the reported event details, two larger stents were placed in the vessel to secure the original stent graft. Therefore, the original stent graft may have been undersized for the intended vessel. The IFU states under "stent graft size selection" that the stent graft body diameter should be approximately 1mm larger than the synthetic av access graft diameter. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. The current IFU (instructions for use) state: warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Potential complications and adverse events: stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism.